Event description:
The initial reporter received questionable gluc3 (glucose hk gen.3) and other assay results from an unspecified number of patient samples tested on the cobas 8000 cobas c 502 module. The reporter complained that they were having precision issues with assays on the module and that a "handful" of patient samples were rerun. The reporter was able to provide one example of a questionable result. The initial result was reported outside of the laboratory. The patient sample was rerun on the module and their other c 502. The initial result from the module was 101 mg/dl. The first repeat result from the module was 75 mg/dl. The second repeat result from the other module was 78 mg/dl. The repeat results were deemed correct.  The reagent lot number is 698268. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and was unable to duplicate the issue. He then checked the rinse levels, gear pump pressure, probes, and photometrics. He did not find any issues. He performed a 21-sample precision check with successful results. The last calibration performed on (B)(6) 2023 was within specifications. The qc recovery was within -2 standard deviations (sd). There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation did not identify a product problem. The cause of the event could not be determined.